Manufacturer narrative:
This product investigation is still in progress. This report will be updated when evaluation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks. Therapy did not convert the rhythm. Technical services (ts) was consulted and noted that, because this is a single chamber device, it is not possible to determine whether an atrial arrhythmia was present. However, the episode appeared to be atrial driven, resulting in a rapid ventricular response (rvr). Additional information is being requested from the field. No additional adverse patient effects were reported. This ICD remains in service.